Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump exhibited a force sensor failed and system error. No patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed no exterior damage. Review of the event history log showed an occurrence of "force sensor test" and "d2a offset voltage bgnd test" error messages. Functional testing duplicated the reported issue. The investigation determined that the calibrations being out of specification was the cause of the force sensor test error and an issue with the positive supply on the main board was the cause of the d2a offset voltage bgnd test error. The force sensor was replaced and the main board recalibrated to correct the reported issue. Service history review identified the complaint was not related to a previous service of the device within the review period. Address: (B)(6).